Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable pulse generator (ipg) exhibited high impedances on both right atrial (ra) lead and right ventricular (rv) lead and the rv lead exhibited non capture. It was also reported that the ra lead dislodged twice during the implant procedure. The implantable pulse generator (ipg) was attempted, not used and replaced with a single chamber device the lead was explanted and not replaced due to the single chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.